Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced over an inch of air in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the caregiver (cg) in removing the cassette and reviewed proper procedures per the user manual. The cg would start over with new supplies. Rts advised the cg to inform their peritoneal dialysis registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.